Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/19/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and heavy tissue was observed on the heater wire. Microscopic inspection. Was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone on the tip of the cold jaw was observed to be peeled back from the tip to the center, but remained attached to the cold jaw, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure ¿material bent/twisted" specific  actions  for  the reported and analyzed failure modes "peeled jaw" and "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were ligating branches when they notice the tip of the harvesting tool device was broken at the tip. They immediately remove device and made sure no foreign body was left inside of tunnel. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , they were ligating branches when they notice the tip of the harvesting tool device was broken at the tip. They immediately remove device and made sure no foreign body was left inside of tunnel. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.